Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via health authority that during vitreous cutting surgery, the vitrectomy probe had poor cutting and was unable to cut the vitreous, preventing continuation of the procedure. The device was immediately replaced with a new one of the same specification, and the procedure was completed on the same day. There was no patient impact.